Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. During a follow up with his physician on (B)(6) 2011, it was reported that his confusion has cleared. He continues to have ischemic left ventricular dysfunction, but has experienced no recurrent chest pain and no shortness of breath. No additional information was provided. (B)(4): indication for use. Concomitant medical products: dil cath: 3.0 x 12 mm nc quantum apex. Guide wire: boston scientific pt2, synchro 2; medtronic provia; pilot other: proxis. The stent remains in the patient. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. It was reported the patient anatomy was heavily calcified which likely contributed to the reported difficulties. There was no damage noted to the stent delivery system (sds) prior to use, which suggests a product deficiency did not contribute to the reported difficulties. It is likely that the stent interacted with the heavily calcified lesion, resulting in damage to the stent which would have contributed to the resistance during retraction. Additionally, as resistance was encountered, if force was applied to the sds, this would have contributed to the stent dislodging from the balloon. The sds balloon was reportedly inflated in the attempts to drag the dislodged stent; however, as the stent became lodged in the bifurcation, if force was applied, this would contribute to the shaft separating. As the balloon was inflated when the shaft separation occurred, this would contribute to the balloon unable to deflate. To help ensure the reported difficulties are not related to a manufacturing deficiency, the stent is checked for proper strut dimensions, and the sds is inspected at multiple steps in the process for damage during the manufacturing process. Additionally, a sampling of units is destructively tested to verify lumen integrity. Ischemia and myocardial infarction are listed as observed or potential adverse events associated with the coronary stenting in the graftmaster otw instructions for use (IFU). Due to the inherently emergent and serious use of the graftmaster device, it is possible that the aneurysm itself and/or the inability to treat the aneurysm may have contributed to the reported cascading patient effects. However, a conclusive cause could not be determined for the reported patient effects or their relationship to the device, if any. Additionally, it was reported the graftmaster was used in an attempt to treat an aneurysm. It should be noted the graftmaster IFU states: the jostent graftmaster is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts 2.75 mm in diameter. The effectiveness of this device for this use has not been demonstrated. Long-term outcome for this permanent implant is unknown at present. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for stent dislodgement, difficult to remove, shaft separations, or deflation issues for this lot. The reported difficulties appear to be related to circumstances of the procedure and not a product quality deficiency.

Event description:
It was reported that the 3.0 x 12 mm graftmaster stent was unable to cross to the large left main coronary with heavy calcification to treat an aneurysm. A non-abbott delivery system was placed with a 3.0 x 12 mm non-abbott balloon distally as an anchor. The graftmaster was delivered distally in the ramus branch for retraction toward the left main. The graftmaster could not be retracted into the left main. It dislodged and embolized in the ramus. Two non-abbott balloons were placed distally and inflated to attempt to drag the graftmaster stent into position. The stent lodged at the bifurcation and the shaft of the stent delivery system (sds) separated. The sds balloon remained inflated and a guide wire was used to puncture the balloon to deflate it. Multiple guide wires were threaded around the sds in an attempt to retrieve it. The distal guide wire (non-abbott) subsequently separated. A snare was used to try to retrieve the graftmaster stent and sds, but was only able to retrieve a portion of the sds shaft. Multiple hours were spent with a series of guide wires through a non-abbott guiding catheter to try to balloon a passageway to both recapture the embolized system and stent, but was unsuccessful. Surgical consultation was obtained, but as a third bypass surgery was not feasible, it was decided to manage the patient medically. The patient was transferred to the critical care unit and remained under observation. Medication was continued for his atrial fibrillation. The patient also experienced a myocardial infarction. He remained hemodynamically stable, but had problems with confusion. He also developed bibasilar pneumonia, which was treated by antibiotics. On (B)(6) 2011, he was discharged to a rehabilitation center in stable condition.